Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was put through extensive functional testing and the reported malfunction could not be duplicated. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The device data file was corrupt and could not be reviewed. No trend is associated with reports of this type.